Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2010 (B)(6); 507645 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the lead was unable to capture and had high impedance. The lead was capped and the physician decided not to replace the lead. No patient complications have been reported as a result of this event.